Manufacturer narrative:
Device is a combination product.   (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. The target lesion was located in a coronary artery. A 24 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device got stuck and the operator felt, it was little bit difficult to remove the device. When the device was completely removed from the patient's body, a broken strut was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.